Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set leaked between the adapter and the syringe connection. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent underwater leak testing, and a leak was observed at the junction of the syringe adaptor and luer lock component. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to either manufacturing or user error. Should additional relevant information become available, a supplemental report will be submitted.